Event description:
The following was involved in this event: surface not covered with bone, fair hygiene around implant, immediate extraction site, peri-implantitis.

Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6)2019 in the patient's mouth. Details of surgery are reported as follows: implant surface was not completely covered with bone and immediate extraction site. On (B)(6)2019, non-osseointegration of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, pain and mobility. No further patie